Event description:
(B)(4). Doctor placed them in my tubes resulting in extreme pain, she inserted 1 into a scarred tube. I had heavy bleeding with large clots for 3 weeks fallowing the procedure. My menstrual cycle was very irregular after words and I could feel painful ovulation. Then I would experience random bouts of stinging in my pelvic region. Finally, on (B)(6) 2015, I had a very sharp, burning stabbing pain in my pelvis that dropped me, I could not move for awhile, when I was able to get up and use the restroom I had begin spotting, the next morning in a 30 minute window I soaked through a pad and my clothing and bed. I had heavy bleeding all day that saturday the pain was so unbearable I went to the ER who did an ultrasound, the ER doctor said one of my coils was in my uterus and to follow up with my gynecologist. I saw her wednesday and she doesn't think essure could be causing the pain and wants another ultrasound that I can't afford before she will speak with me.